Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely depressed human chorionic gonadotropin (hcg) result. Hsc review of the information received indicated the discordant result was flagged with an abnormal assay test report message which made the discordant result non-reportable. This issue is due to operator use error for reporting a flagged result. This issue does not represent a product non-conformance. The device is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant depressed human chorionic gonadotropin (hcg) result was obtained on a patient sample on the dimension exl instrument. The initial result was reported to the physician who questioned the result. The same sample was retested on an alternate dimension exl instrument and a higher result was obtained. A corrected report was issued. There is no indication that patient treatment was altered or prescribed on the basis of the discordant depressed hcg result. There was no report of adverse health consequences as a result of the discordant depressed hcg result.